Event description:
On (B)(6) 2014, a customer reported unexpected negative results when using polyclonal anti-jka, with tube testing methodology.

Manufacturer narrative:
The immucor laboratory tested retention product on 03oct2014 and 06oct2014. The retention product performed as expected.